Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified distal left anterior descending (lad) artery. A 3.00x24mm promus element plus stent was advanced however the distal end of the stent "collapsed". The physician removed the device intact and additional dilatation was performed with 2.15 emerge balloon catheter. The procedure was completed with another 3.00x24mm promus element plus stent. No patient complications were reported. Patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The stent was damaged. The distal end of the stent was pushed 5mm proximally and as a result bunched up. This type of damage is consistent with the stent meeting resistance upon advancement. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified distal left anterior descending (lad) artery. A 3.00x24mm promus element plus stent was advanced however the distal end of the stent "collapsed". The physician removed the device intact and additional dilatation was performed with 2.15 emerge balloon catheter. The procedure was completed with another 3.00x24mm promus element plus stent. No patient complications were reported. Patient's status was fine.